Manufacturer narrative:
Concomitant medical products: product ID: neu;unknown; lead lot# unknown; other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started on (B)(6) 2020. They reported that they think they may have pulled their lead out as their belt moves when they pull their clothes down to void. No symptoms were reported. The issue was not resolved the time of this report.